Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in used condition. The investigator was unable to confirm the customer reported product problem. No problems were found with the pump. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification. The measured flow rate of 62,42 ml/h which was within the flow rate range of 50 ml/h +- 3 ml/h. The pump passed all tests and was found to be operating properly.

Event description:
Information was received indicating that when using the smiths medical cadd legacy 1 pump, medication (flolan) is left in a smiths medical cadd medication flowstop cassette 100ml at the end of therapy. The patient received three cassettes with the new "anti-drip system". For three days, more than 20ml remained in the cassettes after a change. After three days, the patient became very wobbly and slept almost all day. There were no reported adverse events.